Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. A pump system check was performed. The pump and infusion set tubing were found to be operating as expected. There was no damage noted to the cannula. A new cartridge was loaded and insulin was observed exiting the tubing. The customer stated that prior to the alarm, the pump was exposed to a temperature change. The customer's blood glucose (bg) level was 247 mg/dl and a bolus via the pump was to be delivered to address the bg level.